Event description:
Account, doctor states that he had performed a hysterectomy on 6/20/97 and as he attempted to remove the drain on 6/20/97 he felt resistance as he tried to remove the drain. As he continued to pull drain snapped in half. He had to then perform a laparoscopy to remove the half that was still in the pt.

Manufacturer narrative:
Sample was received into the wide mouth plastic jar wrapped with biohazard labeled plastic bag. Visual examination showed that it is catalog no.su130-1311 flat drain with a 100cc reservoir attached inside a surgical glove. Also showed traces of blood in perforation holes. Inside the tubing and reservoir. The molded lps flat drain section showed no damage. Visual inspection revealed silicone tubing broke at approximately 4.50 inches from drain/tube junction area. Microscopic examination revealed wavy/jagged edges at the fracture site. The characteristics of the fractured area are similar to those which may have been caused by knicks or puncture by a sharp instrument. Another observation in silicone tubing demonstrated a small cut (not associated with fracture site) which indicates that the unit was nicked with a sharp object during implantation or removal.